Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in secondary vector. The patient was hospitalized and therapy was programmed off due to therapy delivery. An x-ray was taken which did not show any findings. A follow-up was performed with isometrics and pocket manipulation. The s-ICD was reprogrammed to alternate sensing vector and therapy remained programmed off. Boston scientific technical services (ts) was consulted. Upon review of the episodes ts noted variable r-wave measurements causing smartpass to disable and t-wave oversensing that led to the inappropriate therapy. There was also oversensing of noise. Ts suggested finding out what the patient was doing at the time of the inappropriate shock. Ts also discussed further troubleshooting options. Further review by ts of additional data was requested. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.